Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿connect the light guide connector of the videoscope to the output socket of the video system center.¿ based on the results of the investigation, it is believed the applied stress caused the reported failure to occur. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. As noted, the unit failed inspection due to a bent mount plate under the scope socket, causing a misalignment with the lamp due to the broken plastic on the lip of the socket. The unit did pass the intensity test, but was unable to realign the scope socket, so the light intensity output was stuck at the highest setting. The chassis and scope socket will both be replaced. Additionally, the front panel had external damage noted which was also contributing the misalignment issues, the front panel will also need replaced. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer returned the loaner visera elite ii video system center. During the intake evaluation, the unit failed inspection due to a bend in the mounting plate under the scope socket, causing a misalignment with the lamp. There was no patient involvement during this event.